Event description:
Subsequent information received indicated that the patient's parents do not wish to pursue re-implant at this time since the patient's epilepsy is now under good control with new anticonvulsants. The provider did not know if the observed high lead impedance was the reason for the device disablement on (B)(6) 2014.

Event description:
During review of programming and diagnostic history, it was observed that the vns patient's device was tested during an office visit on (B)(6) 2014 and system diagnostics results revealed high impedance (dc dc - 7). No patient adverse events were reported. The patient's device had been disabled on or prior to the high impedance observation based on interrogation data observed on (B)(6) 2014. No known surgical interventions have occurred to date.